Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. In addition, it was reported that the battery gauge was observed to be fluctuating. There was no reported adverse impact to customer. Customer declined troubleshooting and follow up with tandem technical support.